Event description:
It was reported that the customer's blood glucose dropped to 18mg/dl overnight and the customer was hospitalized. An e-mail was received and the customer mentioned feeling better, lowered her nighttime/early morning basal rate a bit and watching for changes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.